Event description:
It was reported that customer went to the emergency room (ER) due to a blood glucose (bg) level of 534 mg/dl. The customer was treated with intravenous insulin and saline. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.